Event description:
It was reported to boston scientific corporation in 2008, that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure performed two days prior. According to the complainant, during the procedure, the tome would not advance out of the scope properly and upon passing down the scope, the tip of the tome became frayed. The procedure was completed with another autotome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Although the complainant indicated that the suspect device is being returned for eval. It has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.